Event description:
It was reported that a patient underwent a hysterectomy in (B)(6) 2013. During the procedure, the handle would make a clicking sound when deployed and the blade would not come out even on the full setting. The tissue wouldn't morcellate. The procedure was converted to a mini-laparotomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.